Event description:
The first coil was successfully deployed into the middle cerebral artery aneurysm and imaging revealed no thrombus formation. Two further coils were deployed into the aneurysm and imaging taken after the second coil noted some thrombus formation. The patient was given reopro and three further coils were deployed to complete the procedure. There were not reported clinical consequences to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.